Event description:
It was reported that during a surgical procedure to treat bladder stones, the fiber broke in the middle after approximately 10 minutes of use. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported fiber break complaint was not confirmed. The IFU states: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, overheating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Do not bend at sharp angles. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code cause not established was assigned to this investigation. Correction to field h6: impact codes.

Event description:
It was reported that during a surgical procedure to treat bladder stones, the fiber broke in the middle after approximately 10 minutes of use. The procedure was completed with another fiber. There were no patient complications.